Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify where in the packaging the device was pierced (tyvek, blister)? Was the sterility compromised as you have stated that the device could not be used.

Event description:
The package is pierced. The device can not be used. No patient consequences. Use of another device.

Manufacturer narrative:
(B)(4). Batch # p9302f. The following information was requested, but unavailable: can you please clarify where in the packaging the device was pierced (tyvek, blister)? Was the sterility compromised as you have stated that the device could not be used. Device analysis: the analysis results found that an el5ml device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the outside in. The sterility was compromised. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.